Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the helix was defective on the atrial lead.

Event description:
Additional information received indicated that during the implant procedure, the helix would not extend on the atrial lead. The lead was explanted and replaced. The patient was stable with no consequences.